Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information: is this first incident of port disconnection? Yes. Is the locking connector attached to the port? Yes. Was it locked? Yes. Where was the strain relief? Still in place in locked position. What action was taken? Port was replaced and tubing reconnected. How far is the tubing being pushed onto the port connector when connecting the port? To manufacturing recommendations. Is this the same technique used during original port implant? Yes. Was the band explanted? No.

Event description:
It was reported that post implant a realize band during the first adjustment on (B)(6) 2011 and the surgeon was unable to fill or remove fluids. The band tubing was disconnected from the injection port and was confirmed through fluoroscopy. The port was replaced and tubing reconnected. The patient is doing fine.